Event description:
It was reported that insulin drips were not observed to be exiting infusion set tubing during the load fill tubing process. Additionally, it was reported that the cartridge was leaking from the o-ring. Reportedly, the customer changed the cartridge to address the issue and insulin delivery was resumed. Customer's blood glucose was 65 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.